Event description:
It was reported that during implant the right ventricular lead (4076) helix would not completely extend. The lead was replaced. It was also reported that during implant of the replacement lead (5076) there was difficulty splitting the lead introducer and the lead was damaged during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis results found no anomalies. Lead was returned with the helix extended with blood and tissue. The connector pin was bent, had to straighten to attempt helix testing. There were also blood/body fluids on the proximal connector, the outer insulation was breached cut, the connector pin was bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. The full lead was returned for analysis. (B)(4) the analysis results found the outer insulation breached cut. In addition the proximal conductor had blood / body fluid and there was blood in/on the helix/lobe mechanism. The full lead was returned for analysis.